Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report was observed and it was determined to be normal operation of the device. The device showed the user a p with a line through it, which indicates that the patient pacemaker detection circuitry was disabled. This does not indicate that the device would not pace. The user has the ability to change this option to a yes within the configuration of the device. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's pacemaker detection was disabled. Complainant indicated that there was no patient involvement in the reported malfunction.